Event description:
Event description guidant received information that this pacemaker was oversensing after the auto sensing feature was initiated on the day of implant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Guidant (now boston scientific) received information that this pacemaker was oversensing after the auto sensing feature was initiated on the day of implant. The pacemaker sensed and paced appropriately when the auto sense feature was programmed off. Eight years later the device was explanted for normal battery depletion and returned for analysis.